Event description:
This is a report of tunnel infection and subsequent peritonitis due to catheter (non-baxter product) placement. On (B)(6) 2012, baxter was contacted by the patient. The male patient reported he had a swollen peritoneum due to peritonitis. Peritoneal dialysis therapy was reported to be ongoing. On (B)(6) 2012, baxter product surveillance contacted the patient's peritoneal dialysis nurse (pdn) and received additional information as follows. The pdn reported that the home patient (hp) began peritoneal dialysis (pd) therapy in late (B)(6) 2012 (exact date unknown). The hp's pd catheter was surgically placed at that time. The brand of catheter was unknown, however, the pdn stated they use standard tenckoff style catheters. On an unreported date in late (B)(6) or early (B)(6) 2012, the patient developed a tunnel infection, manifested by soreness around the catheter site. Subsequent to the tunnel infection the hp developed peritonitis. The hp was not hospitalized for the tunnel infection or the peritonitis. The nurse was not positive as to which antibiotic the patient received initially for the tunnel infection, however, she thought the patient received oral augmentin ( dose, frequency, not reported). The pdn reported that the remedial treatment did not resolve the tunnel infection and the infection spread to the patient's peritoneum. The pdn reported that a culture was not performed because the patient did not have fluid discharge around the catheter site. The pdn reported that the treatment for the peritonitis and tunnel infection was to surgically remove the patient's pd catheter. The pdn reported that catheter was removed by the surgeon sometime in the beginning of (B)(6) 2012 ( exact date unspecified). The patient is currently on in center hemodialysis and was reported to be recovering. The pdn stated that after the patient patient fully recovers from the events, the patient will go back on pd therapy. In the pdn's opinion, the cause of the tunnel infection and subsequent peritonitis was due to an issue of catheter placement. The pdn stated the patient has had ongoing catheter issues, such as soreness, right from the start of catheter placement. The pdn stated the cause of the tunnel infection and peritonitis was not related to a baxter device or solution. No further information was requested. Patient injury reported: yes medical intervention required: yes 001407851 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).